Event description:
On (B) (6) 2010 patient reported he started with elevated readings this morning. Patient stated he woke up with a reading around 14 mmol/l (252 mg/dl), he bolused 7 units of insulin, and went for a walk. Patient reported the reading when he got back from his walk was 21 mmol/l (378 mg/dl) so he bolused another 7.5 units of insulin and lay down for a while. Patient stated he woke up and his reading is now 17 mmol/l (306 mg/dl). Patient's normal blood glucose range is around 5.5-8.0 mmol/l (99-144 mg/dl). Pt reported his infusion device has not given any error messages. He last changed the adapter within the last 2 months. Advised he change the adapter every 10th cartridge change. He stated that he reset the cartridge as a precaution a while ago to see if that would help. Assisted patient to check now and he had forgotten to prime. Had patient try a prime and it took 16 units before insulin came out. Reminded him to always prime tubing when resetting cartridge. Troubleshooting did not find any product issues. Advised he change his site as a precaution. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.